Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip to address polyethylene liner wear. Date of implantation: (B)(6) 2016. Date of revision: (B)(6) 2020; (right hip). Treatment: acetabular liner and femoral were revised. Revision operative notes (B)(6) 2020 indicate the patient received a right total hip revision due to recurrent instability and subluxations as well as one instance of dislocation. It is also indicated that the patient has an insufficient posterior soft tissue cuff. Upon entering the joint, hemarthrosis was encountered. The surgery was completed without indication of complication by the surgeon. There was no mention of poly liner wear at the time of revision.